Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm on the homechoice (hc) unit during dwell 2/6. The technical service representative (tsr) instructed the home patient (hp) to recycle the power to clear the alarm and further explained the alarm. The hp stated the spike came out of the supply bag. The hp then stated she would discard supplies and start over with manual supplies. The hp confirmed there was nothing unusual noted about the supplies. The tsr advised the hp to call her nurse (rn) regarding the alarm. On (B)(6) 2010 (B)(4) contacted the hp who stated she had been feeling fine and has had no problems with therapy. The hp stated she does not recall anything irregular with her set up that evening. She said she was awakened by the alarm and at that point noticed the spike had fallen out. The lot number of the cassette was unknown and the sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.